Manufacturer narrative:
(B)(6). Manufactured april 13, 2016 - april 14, 2016. A photo was received for evaluation. The reported underinfusion could not be confirmed using the photo. It could not be determined whether or not the device met specifications for the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. The reporter stated that the residual volume remaining was higher than normal. The infusor was filled with fluorouracil hs 3800mg and 1mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.